Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy ') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and was found to have neoplasm ("I developed tumors"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal and neoplasm outcome was unknown. The reporter considered medical device removal and neoplasm to be related to essure. Concerning the injuries reported in this case the following were reported via social media- medical device removal., tumours. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have neoplasm ("I developed tumors") and experienced anaemia ("I was diagnosed with anemia"). The patient was treated with surgery (hysterectomy). Essure was removed in 2017. At the time of the report, the medical device removal, neoplasm and anaemia outcome was unknown. The reporter considered anaemia, medical device removal and neoplasm to be related to essure. Concerning the injuries reported in this case the following were reported via social media- medical device removal, tumors, anemia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: social media report received: event 'I was diagnosed with anemia'. Insertion date, removal date, reporter information were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and was found to have neoplasm ("I developed tumors"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal and neoplasm outcome was unknown. The reporter considered medical device removal and neoplasm to be related to essure. Concerning the injuries reported in this case the following were reported via social media- medical device removal., tumours. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 12-jun-2020: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('heavy periods lasted 3 weeks') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criterion intervention required) and anaemia ("I was diagnosed with anemia") and was found to have neoplasm ("I developed tumors"). The patient was treated with surgery (hysterectomy). Essure was removed in 2017. At the time of the report, the heavy menstrual bleeding, neoplasm and anaemia outcome was unknown. The reporter considered anaemia, heavy menstrual bleeding and neoplasm to be related to essure. The reporter commented: her periods lasted 3 weeks heavy. She was a walking blood bath. She was doing good since hysterectomy. Concerning the injuries reported in this case the following were reported via social media- heavy menstrual bleeding , tumors, anemia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-oct-2021: social media received. New event heavy periods lasted 3 weeks added with hysterectomy as treatment (previously reported as event). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('heavy periods lasted 3 weeks') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criterion intervention required) and anaemia ("I was diagnosed with anemia") and was found to have neoplasm ("I developed tumors"). The patient was treated with surgery (hysterectomy). Essure was removed in 2017. At the time of the report, the heavy menstrual bleeding, neoplasm and anaemia outcome was unknown. The reporter considered anaemia, heavy menstrual bleeding and neoplasm to be related to essure. The reporter commented: her periods lasted 3 weeks heavy. She was a walking blood bath. She was doing good since hysterectomy. Concerning the injuries reported in this case the following were reported via social media- heavy menstrual bleeding , tumors, anemia. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 3-nov-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.